Event description:
A pump issue occurred. The patient was not having the same effect as before, and no effect occurred when given a high bolus of the medication. Drug delivered via the device was lioresal. The catheter was "ok"; and an x-ray revealed no rupture and "a lot of liquor was coming out of the catheter". The physicians decided to leave the catheter and change the pump to find a reason as to why the system was not working well anymore. The pump was replaced. The patient was without injury. It was later reported that there was no drug volume / reservoir volume discrepancy determined at the time of a pump refill. A catheter test / catheter access port (cap) test had been performed and was successful. A rotor test was performed and no discrepancies were indicated. There were no messages in the pump's memory that created suspicion regarding a device issue. The patient was still not having effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Pump passed all non-destructive testing. No anomalies noted in pump logs.

Manufacturer narrative:
(B)(4).